Manufacturer narrative:
This device was repaired on site by the field service engineer (fse). The gray connector valve was replaced. Equipment repaired and verified according to other equipment manufacturer instructions. One full cycle was run to verify repair, no issues where found. Software attributes verified. Oer-pro service and repair checklist was completed and log file reviewed with no known issues. Electrical safety test is done.

Event description:
As reported for this event, the device gray connector was missing the valve. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. Correction for the missing phone number in the initial MDR. This supplemental report is being submitted to provide this information. The device history record review confirmed that device was shipped in accordance with specifications. The connector of the device got loose, which led to breakage. As a result, the connecting tube was not possible to be connected. The connector may have got loose from accumulated stress applied by the user, or the user may have hit some hard objects to the connector. The instructions for use includes the following statements: chapter 3. Inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.